Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and was treated with gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. Reportedly, intra-procedure imaging revealed a type 1a endoleak after a gore® excluder® conformable aaa endoprosthesis cxt281412e had been deployed and the patient's aortic neck had been ballooned. To solve the endoleak, a gore® excluder® conformable aortic extender endoprosthesis cxa280005e was deployed proximally to the cxt281412e component but "impingement of the right renal artery osteum" resulted in the deployment of an additional stent in this vessel. It was reported that post procedure the patient was recovered to the ward but experienced pain in the right side. Computed tomography imaging demonstrated intra-capsular bleeding. The patient is currently recovering on the ward.

Manufacturer narrative:
H6: health effect - impact code: added code 4645. H6: component code: added code 515. H6: investigation findings, code 213: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Additional gore medical device involved in this event: gore® excluder® conformable aaa endoprosthesis cxt281412e / 23296563. UDI: (B)(4). H6: investigation conclusions: added codes 4315, 22. Images in dicom format to confirm the partial coverage of the right renal vessel were requested but unavailable. Therefore, an imaging evaluation could not be performed. According to the gore® excluder® conformable endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: renal artery occlusion. B5: event description: updated h6: health effect - clinical code: replaced code 4580 with code 1888.

Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and was treated with gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. Reportedly, intra-procedure imaging revealed a type 1a endoleak after the physician had deployed and ballooned a gore® excluder® conformable aaa endoprosthesis cxt281412e. To solve the endoleak, a gore® excluder® conformable aortic extender endoprosthesis cxa280005e was deployed proximally to the cxt281412e component. However, as the cxa280005e graft was now impinging on the osteum of the right renal artery, it was decided to deploy an additional stent into this vessel. Post procedure, the patient was reportedly recovered to the ward but experienced pain on the right side. Computed tomography imaging showed intra-capsular bleed. It was additionally reported that the bleed was not caused by the renal stent, which was a non-gore brand, but rather by a guide wire that had been pushed too far into the tissue of the kidney. On september 3, 2021, additional information was received that the patient had completely recovered.